Event description:
Customer reported via phone, she was attempting to bolus and the buttons was stuck. Customer was trying to program a temporary basal and the number kept ramping. Customer didn't recall her blood glucose level but her most recent was 335 mg/dl. Customer doesn't recall any significant events which may have caused the keypad anomaly. Customer was advised to revert to back up plan and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased up buttons dome switch. No unexpected numbers ramping or scrolling during our testing. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.